Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro c-ring has come loose during procedure, broken off. Part of the plastic c-ring broke off inside the patient. It was retrieved with another vasoview device. No additional incisions were required. No sticking with the c-ring. New vasoview unpacked. They were able to remove the separate fragment without conversion. A 10 min delay was observed there was no harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h10, h11. Corrected sections: h6--investigation findings corrected from code "4248" to "13" h6--investigation conclusions corrected from "19" to "22". The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for review.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on (B)(6) 2024. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the bipolar blades or cutter blade. The blade was able to be retracted and extended with no physical or visual difficulties observed. The c-ring as well as the plastic arm was not connected to the metal arm of the c-ring. It was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The lot # 3000369533 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.